Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not turning on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer tested the wall power outlet and confirmed it was functioning properly. Further troubleshooting identified a faulty controller board on drawer 5.1 as the cause of the issue. The controller board was replaced, and the station returned to normal operation. The system functioned as intended after the field service engineer repaired the device.